Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: h6 device codes - remove 1068, 1354. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
An afx bifurcated and two (2) limb stent grafts were initially implanted. The four (4) year follow-up showed the patient had a kinked left iliac limb with the presence of a type ib endoleak. A re-intervention was performed on (B)(6) 2018 where the patient was repaired with external to internal iliac stent (viabahn), amplatzer plug and coil embolization of the left common iliac artery aneurysm, and a fem-fem bypass and ptfe aorta-uni stent graft. As of the date of this report, there have been no additional patient sequelae reported.